Event description:
It was reported that an ilet device exhibited a cracked screen of unknown cause, with functionality in question and loss of water resistance, and a replacement was arranged. Symptoms included no reported injury. Outcomes included no reported clinical impact and continued receipt of cgm data, with counseling provided to maintain backup therapy and to sync data prior to shutdown. Investigation included verification of shipping information and instructions for device return for further evaluation. Investigation of this case revealed a damaged display component consistent with screen breakage, with no alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that physical damage from an undetermined external factor was the likely cause.